Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, explanted: product type screening device. Product ID 306001, lot# unknown, implanted: (B)(6) 2024, explanted: product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was an ens/system issue. It was reported that there was a possible lead movement. Troubleshooting was not performed and the cause of the issue was not known. The patient also reported a burning at the incision site. The issue was still ongoing. Additional information was received from the patient on 2024-aug-10. The patient stated that their leads have been pulled out and they were jumbled. Whenever they tried to put them back they electrocuted them. They were also experiencing very uncomfortable burning from them. The programmer has lost communication, and cannot turn off the therapy or turn it down. The patient was advised to contact their doctor's office and if all else fails to go to an emergency room if the patient feels it was necessary. Additional information was received from the patient on 2024-aug-11. The patient stated that the device was not working and leads were moved.